Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01240.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to pulmonary emboli (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation. The patient further alleges ¿device punctured the ivc and has perforated into the aorta¿ and ¿I was walking briskly and had a sharp pain in my abdomen. I have to restrict movements because the filter could cause further damage.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, "positive for caval perforation. A total of five prongs have perforated the ivc.¿ ¿maximum distance prong perforated is 16.11 mm.¿ ¿no significant tilt seen on coronal or sagittal images. One of the prongs that perforates the inferior vena cava extends posteriorly and to the left into the posterior wall of the distal aorta.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation